Event description:
It was reported that the patient was experiencing discomfort due to implantable pulse generator (ipg) was protruding. Difficulty charging was also noted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. No device malfunction suspected. Nothing was explanted.